Event description:
It was reported to covidien that a customer had a problem with a blunt tip needle. The customer stated that a blunt tip scratched the rubber top of a vial causing pieces to drawn up and then it was administered into an angio catheter. The catheter was so small that it stopped it from entering the pt.

Manufacturer narrative:
Submit date: 9/19/2008. An investigation is currently underway, upon completion the results will be forwarded.